Event description:
The user facility reported that the device was loosing pressure. Additional information was requested from the facility. It was advised that although the unit lost pressure, it was noticed prior to surgery and removed from the pt. There was no injury to the pt.